Event description:
Knee pain worse [arthralgia]. No pain relief [device ineffective]. Case description: spontaneous report received on (B)(6)-2011 from a (B)(6) male patient, initials (B)(6), with a history of osteoarthritis pain in both knees, who experienced a lack of effect and worsened knee pain after starting synvisc-one. The patient reported that he received one injection of synvisc-one into each knee "6-7 months ago". The patient reported that he experienced no knee pain relief and that his knee pain is worse since receiving the injections (date not provided). The patient required treatment for his symptoms. The patient reported that he underwent right knee replacement surgery (date not provided). At the time of this report, the outcome of the patient was not yet recovered. The product lot number was not provided. Manufacturer's comment: the benefit-risk analysis is not affected by the report.